Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out and stretching the pigtail tubing on the cartridge. There was no reported adverse impact to the customer's blood glucose. No additional patient or event information was available.